Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3889-28, lot# v846377, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their left interstim removed because she was having pain in the left side. The patient stated they thought stimulator was causing pain, but she still had pain even with the stimulator removed. The patient stated the pain was not from the stimulator.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product (B)(4) , lot# serial# (B)(4), implanted: 2015 (B)(6) explanted: product type implantable neurostimulator product ID (B)(4), lot# v846377 serial# implanted: explanted: product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she had a lot of pain in her left hip that started sometime a week prior to the call. The patient noted it was near where the battery was. The patient noted she did not think it had anything to do with the implant. The patient stated its just in their hip kind of close to the unit, but they know it was not the unit or site. The patient stated the pain started a week prior to the call, then she went to the chiropractor and the pain went away, but then they went to the chiropractor the day of the call, but it didnt help the pain this time. The patient wanted to know if she could have a cortisone shot. Additional information from the patient reported she was having pain in the left buttock where the implantable neurostimulator (ins) is. The patient stated she had the pain for a number of days and had tried everything, swimming every day and doing exercises and hot/cold packs on it to try to get the pain away. The day previous to the call the patient get to the urologist and they do not know what was going on. The healthcare professional (hcp) noted it was not discolored, but if it was bothering the patient they could take it out. The patient noted she had a cortisone shot a couple of weeks ago for her legs, but it had nothing to do with the device. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information from the patient reported they were experiencing a terrible pain on the left buttocks right about where the implantable neurostimulator (ins) is located. The patient stated she took a couple of aleve and everything seemed to be alright, but now the patient cant even walk. The patient stated she went to the emergency hospital and they didnt know anything about the patients device and redirected the patient to their managing healthcare professional (hcp). The patient stated she already had an appointment with the hcp and manufacturer representative (rep) in 2 weeks, but they stated due to the pain she cannot wait that long to have the pain addressed. It was reviewed with the patient that they could decrease stimulation to see if the pain being reported dissipates and if not then the patient could turn off the ins to see if that resolved the pain. The patient noted she knew how to decrease stimulation and turn off the ins. The patient noted she was trying to call the hcp, but she had not been getting through. The patient noted she does not think the hcp will be able to tell her anything anyways because the hcp doesnt do much with the device. The patient stated she had always worked with the rep in the past. The patient planned to either decrease stimulation and/or turn ins off to see if reported pain goes away and also attempt to follow up with the hcp sooner than her appointment in two weeks to address the reported issue. The patient noted she pain was sudden in onset. The patient noted they have two inss and were unsure which one it was related to. Additional information from the patient received on (B)(6) reported they wanted to verify how to turn ins off. Additional information from the patient reported on (B)(6) reported that her left ins and lead were removed on (B)(6) 2016, but she was still in a lot of pain in her buttocks area. The patient noted that on monday she just started having pains in her buttock. The patient noted she had no traumas or falls and turning off the left ins didnt help with the pain. The hcp told the patient that the leads and ins came out clean and intact and nothing appeared to be wrong with them. It was discussed with the patient that they could try turning off the right ins to see if that offered them any relief in the pain. The patient was redirected back to her managing hcp who removed the ins and if pain doesnt resolve she may need to follow up with her family practice hcp whom she stated is out of the office for a month. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.